Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the system fan cable was damaged and wire was exposed. It was also indicated that the main printed circuit board was out of specification, and that the system fan was noisy. These parts were replaced and the programmer passed final functional and system tests.

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.